Event description:
General report received of devices delivering less medication than intended. The devices were being used to deliver unspecified medications using unspecified syringes on the secondary ports of the plumset cassettes. After unspecified lengths of times, it was reported that unspecified volumes of medications are remaining in the syringes instead of being empty as expected. It was reported that after the nurses noted that there was medication remaining in the syringes, the nurses reprogrammed the devices to deliver the remaining medication. There were no reports of any adverse pt events and no reported delays of critical therapies while the devices were in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The devices were not isolated or identified by serial number; therefore, they will not be returned for investigations. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.